Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3301 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported, "the patient was inserted a peripherally intubated central venous catheter on (B)(6) 2020, and was indwelled until (B)(6) 2020. The patient experienced a catheter break during the infusion process. Report to the head nurse and department director immediately. Follow the doctor¿s instructions. The nurse removed the remaining tubing and replaced it with a new peripherally intubated central venous catheter kit and accessories, which can be used normally. This incident caused the patient's painful second puncture. The patient has not seen any adverse reactions."